Event description:
It was reported that dissection occurred. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 5.3 mm reference vessel diameter, 26.7 mm length and 58 % stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm balloon with residual stenosis of 4%. The target lesion was treated with 6 mm x 60 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was noted to be 4%. On the same day, index core lab angiography findings revealed that the target lesion was located in the venous outflow with 7.7 mm reference vessel diameter, 48.2 mm length, and 64.94% diameter stenosis. There was an aneurysm noted prior to pre-dilatation and remained after test device usage as well. After test device usage with this ranger drug coated balloon, a type c dissection was noted with a diameter stenosis was of 21.79%. It was noted that dissection could be present on immediate post but was uncertain of the significance on both the post and final images. No dissection was noted after pre-dilatation and test device treatment. Post index procedure, avf functional assessment revealed flow volume (fv) of 892 ml/min, resistance index (ri) of 0.64, systolic blood pressure of 132 mmhg, and diastolic blood pressure of 80 mmhg. Post procedure, the subject was advised to continue ongoing aspirin and anti-coagulant medication therapy.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). A2 - age at time of event: 68 years old at the time of enrollment.